Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient needed to meet with them to have their implantable neurostimulator (ins) restarted. The rep was going to meet with the patient on the day of the report to perform a trickle charge. A power on reset was noted. The rep stated that the patient was recently diagnosed with cancer, and has not recharged their device since they were dealing with their cancer diagnosis. Additional information received from the rep indicated that the patient¿s device was at end of service (eos). They noted that the device was off and no longer providing therapy. They also stated that the eos notification did not seem correct relative to the patient¿s implant date. The rep stated that the patient had one documented overdischarge in (B)(6) 2016, as well as the once they just reported. The patient was to follow-up with their healthcare provider for replacement of the implantable neurostimulator (ins). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that a trickle charge was performed for 1 hour then started recharging. The power on reset (por) message was seen and after about a 20 min they got end of service (eos) message. This is when the manufacturing representative (rep) call technical services to confirm ins was unable to be used or revised. The impedances were checked and within normal limits. The patient did want to get her ins replaced. No further information was reported.